Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound and patient "discovered that the prostheses used were prohibited and removed from circulation worldwide in 2019". The device has been explanted.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound and patient "discovered that the prostheses used were prohibited and removed from circulation worldwide in 2019". The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 08/jul/2024.

Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Device remains implanted.